Event description:
It was reported that on (B)(6) 2024, a 34mm amplatzer amulet was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the disc deformed with a bulging shape. Despite several attempts to correct it, the deformation persisted. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The amulet was never released from the delivery cable and was exchanged for a new 31mm amplatzer amulet, which was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of difficult to fold, unfold or collapse associated with device deformation did not confirm via returned device analysis. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.